Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. The rv lead, which is a competitor's product, was surgically abandoned and replaced. Fluoroscopy was performed, but there was no visible damage on the lead. This pacemaker remains in service. No additional adverse patient effects were reported.